Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
The customer reported an elevated blood glucose of 337 mg/dl. The customer changed out the infusion set and found blood in the cannula. Although requested, additional information was not provided.